Manufacturer narrative:
The pad-pak was first installed successfully on the 12th may 2010 and performed to specification up to the 8th june 2014. On 15th june 2014 the device failed a weekly auto self-test due to a low battery. The user would have been alerted with a low battery warning and a flashing red status led. On the 11th november 2014 a new pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between the 8th june 2015 and the final history log entry, prior to receipt at heartsine, on 11th august 2015. During this time the pad-pak became depleted and a new pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.